Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form has been received for a revision, due to aseptic loosening of the femoral component of a proximal tibia.

Manufacturer narrative:
An event regarding loosening involving a patient specific, proximal tibia replacement, femoral component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: a patient specific proximal tibial implant replacement was inserted on (B)(6) 1994 (pin 3191). The revision surgery for rebushing was carried out on (B)(6) 2008 (pin 13746). The surgeon now reported aseptic loosening of the femoral component. The CT image provided shows radiolucent line along the femoral stem between the cement mantle and the bone. The distal femoral metaphysis has undergone massive bone resorption and remodelling, in which the implant has lost fixation. Therefore, the radiographic review can confirm the clinical report and the reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, additional x-rays, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form has been received for a revision, due to aseptic loosening of the femoral component of a proximal tibia.